Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular lead had no capture and no sensing. The patient was asymptomatic. A chest x-ray performed discovered the rv lead was dislodged. The rv lead was successfully repositioned on (B)(6)2024. The patient was stable throughout the procedure.